Event description:
The manufacturer received information alleging a patient passed away whilst on a trilogy 202 device. It was determined that the issue was related to an incorrect non-philips circuit was used on the trilogy 202 device leading to the patient passing away. It was not the performance of the trilogy 202 device, which was confirmed that the trilogy 202 device performed as expected. The case went to the corners court, and it found no fault with the trilogy 202 device. Per the clinical expert, there is sufficient evidence to assess this complaint as a patient death with no causal relationship of the device to the patient outcome. However, contribution of the device and its use to the patient outcome have been confirmed: foreseeable unintentional use error -use of non -philips accessories. In addition, the clinical expert stated from the trilogy 202 user manual 1068285. Chapter 1, introduction, warnings page 3 ¿for passive circuits: an exhalation port is required when using a passive circuit. For the passive circuit, at low expiratory pressures, the flow through the exhalation port may be inadequate to clear all exhaled gas from the tubing ¿ some rebreathing may occur. Rebreathing of exhaled air for longer than several minutes can in some circumstances lead to suffocation. For active circuits: only use the active exhalation devices designed for trilogy 202. Philips respironics has not verified proper operation of other active exhalation devices, and their use may result in improper or unsafe device operation. With active exhalation circuits, the exhalation device must be operating properly for the ventilator to deliver therapy. The exhalation device should be inspected on a daily basis and replaced whenever necessary.¿ a final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.